Event description:
Customer reported the panorama central station shut down, which may have resulted in loss of ambulatory telemetry monitoring.

Manufacturer narrative:
Service reps replaced the power supply.